Manufacturer narrative:
The used device with the lens was returned loose inside the carton. The lens stop was removed. The plunger lock was placed back onto the device prior to return. The plunger was oriented correctly. Inadequate viscoelastic was observed in the device. The plunger was retracted toward the starting point in the barrel of the device. The lens had been slightly advanced inside the loading area. The lens was removed from the loading area and cleaned with klrp to further evaluate. The anterior optic surface was cracked between the optic center and the optic edge. The cracked optic damage may have been interpreted as the complaint. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. The root cause cannot be determined for the reported complaint. The condition of the returned sample does not match the reported condition of "damaged/broken when the product was opened". The lens was cracked and returned inside the loading area of the used device. The lens damage may have been interpreted as the reported complaint. The device has evidence of customer use. The lens was slightly advanced inside the loading area. A failure to follow the instruction for use (IFU) may have been a contributing factor for the observed lens damage. Inadequate viscoelastic was observed in the device. The IFU instructs: fully insert the ophthalmic viscosurgical device (ovd) cannula, perpendicular to the device, through the viscoelastic port, located in the lens stop portion of the device. Fill the device until ovd can be observed flowing to the ¿fill-to¿ line on the nozzle tip. This will require approximately 0.2 ml of ovd. Only use an company ovd qualified for use with the company pre-loaded delivery system that has been allowed to come to the operating room temperature. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device. It is unknown if a qualified viscoelastic was used. The IFU instructs: during device preparation and implantation of the company iq iol with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Due to the presence of surgical solution in the device and evidence of forward advancement of the lens inside the device, we are unable to verify that the lens damage was present when opened. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that, the lens was damaged/broken when the product was opened.

Event description:
A physician reported that during the intraocular lens (iol) the lens found to be broken. The product did not applied on the patient. There was no impact to the patient.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).